Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with the clip opening while establishing final arm angle could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip opening during establishing the final arm angle. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advance in to the patient anatomy and positioned on the mitral valve. While establishing the final arm angle (efaa) the clip failed three times. Troubleshooting attempts were successful and the clip was implanted reducing the mr to a grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.